Manufacturer narrative:
Event occurred on an unknown date in 2021. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent the osteosynthesis surgery for distal femoral supracondylar fracture with the distal plate and screw. On (B)(6) 2020, non-union was confirmed, and iliac autogenous bone graft was performed, and additional plate and screw were implanted. No further information is available. This pc is related to (B)(4). This report is for one (1) 5.0mm ti locking head screw self-tapping 40mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 413.340s, lot: 1l93544, manufacturing site: grenchen, release to warehouse date: october 19, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The visual inspection has shown that the screw head is completely broken off. At the threaded shaft some threaded pitches near broken area are stripped as well as the tip signs of marks and scratches are visible. The anodized layer is worn away at the damages which indicates that they were caused post-manufacturing. Dimensional analysis did not detect any deviation from the specification. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, material and visual criteria at the time of release with no issues documented during the manufacturing process. No nc's were generated during the production of the lot in question. As part of depuy synthes¿ quality process all devices are manufactured, inspected, and released to approved specifications. The complaint is rated as unconfirmed. However there is no evidence that this device contributed to the complaint condition "non-union". Based on the description in the complaint: as the doctor's opinion, there was no problem with the implant. Because of that the complaint cannot be confirmed in relation to the non-union. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.